Event description:
The device will not be returned. The sales representative reported the catheter was inserted with initial readings being normal. Approximately five hours post insertion the reading was -4. The strain gauge was +15. The catheter was not replaced. The patient was monitored with the use of the strain gauge readings. No patient injury was reported.